Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, only the connector portion of the lead was returned in one piece for analysis. Electrical tests did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found two external insulation abrasions exposing the outer coil consistent with friction to the device can, located proximal to the suture sleeve tie impression.